Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen was confirmed. Ventec observed that the lcd touchscreen's touch zones were out of alignment. Ventec performed the touchscreen calibration procedure which resolved the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the lcd touchscreen required recalibration.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01185-000. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).